Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to pacing failure and threshold issues caused by suspected dislodgement. The lead was surgically capped to prevent perforation. Another rv lead was successfully implanted. No additional adverse patient effects were reported.